Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. A revision procedure was performed and the lead was unable to sense while connected to the pacing system analyzer (psa). A conductor fracture was suspected. The rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.